Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that recommended replacement time (rrt) was triggered on 2014-(B)(6).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time (rrt) after two years and early battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.